Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: analysis confirmed the reported event. Visual analysis found that the catheter connector was pushed in from shipping damage to the packaging. The generator was powered up and it was verified that it was able to boot up without any errors. It was noticed that the display was changing color (red and yellow) when the generator was moved around, but the display never went blank and all data was visible. The display failure of the generator was due to the interfacing flex cable being loose in its re ceptacle connector. The connector¿s locking tab was not fully seated to ¿trap¿ the cable. Once corrected, the display became fully operational. (B)(4).

Event description:
It was reported that the generator was being tested prior to use. The screen of the device did not display the image properly. Also, there were moments when the image on the screen was totally lost. The generator was returned to the manufacturer for repair. No patient complications were reported as a result of this event.